Manufacturer narrative:
A company service rep examined the system. The service rep was unable to duplicate or confirm the reported event and found that system met company specifications. No sample was returned. The root cause of the reported event could not be determined. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. (B)(4).

Event description:
The nurse reported a system message code occurred during the case. The system was switched out to complete the case. There was no pt injury reported.